Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they never turn stimulation off, and suddenly on (B)(6) it felt like their implantable neurostimulator (ins) stopped. As a result their toes on the right foot curled up, left wrist started to jiggle, and ankles started to tremor. It was stated that they felt like when they have to be off of their medications for more than 12 hours in order to do other testing. The ins was checked using the patient programmer (pp) and it showed on/ok and was half charged, so they quickly turned stimulation off and back on twice, then took a double dose of their carbodopa/levadopa medications. They also moved up the time table of taking their rapidinol, then their medications kicked in and they stabilized and went to the ER. At the ER they were not able to reach a manufacturer representative (rep) so they were sent home. The healthcare provider (hcp) at the ER suggested they find a rep to interrogate the ins. The patient also had a little heartburn and were taking tums, then had the beginning of a cold and took vitamin c and zinc lozenges, but nothing severe at all. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.